Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual continuity inspection performed for entire conductor length using destructive testing. It was commented the connector pin was not returned.

Event description:
It was reported the patients implantable pulse generator (ipg) and right ventricular (rv) lead were removed due to vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.